Manufacturer narrative:
H10: three (3) samples were received for evaluation; the other three (3) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye noted a scratch or surface markings on the tubing near the patient adapter. The reported condition was verified. The cause of the condition was manufacturing related; caused by the grippers during assembly. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) amia automated pd cycler sets had slits in the patient lines. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.